Event description:
The hospital reported ventilation stopped during a case. It was reported that the patient went into respiratory arrest. The patient was placed on a different anesthesia machine. The patient recovered. There were no patient sequelae reported. The damaged container was a disposable medisorb multi-absorber container manufactured by airlife finland oy. (B)(6) has notified the manufacturer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).